Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture. Subsequently, the patient underwent a revision procedure and the rv lead was explanted and replaced. No additional adverse patient effects were reported.